Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; no failure was identified related to the reported low bg issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 55 mg/dl were recorded by continuous glucose monitor (cgm) from 8:04:13 pm to 11:24:06 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:04:13 pm and 10:49:07 pm. A tubing fill of size 11.8 units was observed on (B)(6) 2020 at 8:01:55 pm. A tubing fill of size 11.6 units was observed on (B)(6)2020 at 9:39:28 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 3:08:43 pm and 3:37:19 pm user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 190-200 mg/dl. Prior to the malfunction alarm, customer's bg was 50 mg/dl; cause was not known. Juice and food were consumed to address low bg. Customer reverted to using an alternate pump for insulin therapy.